Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted no visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from the eyelets and backed up into shaft indicating a lumen to lumen leak. The balloon was dissected to find the find inflation notch perforated both lumens. This is out of spec per inspection procedure which states "double perforation on notch and eyes is not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿'punch depth too large." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharped-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out after the placement. The user tried to inflate the catheter again for test, and water leakage occurred from the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out after the placement. The user tried to inflate the catheter again for test, and water leakage occurred from the tip of the catheter.